Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effects hematoma, hemorrhage, pseudoaneurysm, fistula, stenosis, diminished pulse, and pain, and the relationship to the product, if any, can-not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of hematoma, hemorrhage, pseudoaneurysm, fistula, stenosis, diminished pulse, and pain are listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The reported unexpected medical intervention is likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. Attachment article titled: safety and effectiveness of a novel electric femoral artery compression device for hemostasis after femoral artery puncture.

Event description:
The article aimed to investigate the hemostatic efficacy of a novel electric femoral artery compression device in patients who underwent percutaneous endovascular procedure through femoral artery puncture. Between january 2021 and december 2022, 792 patients underwent a procedure where a proglide device was used to close the access site. The proglide device may have caused or contributed to bleeding, hematoma, pseudoaneurysm, arteriovenous fistula, stenosis, pain, and loss of pulse. For treatment, medical or surgical intervention was performed. Details are listed in the attached article, titled ¿safety and effectiveness of a novel electric femoral artery compression device for hemostasis after femoral artery puncture."